Event description:
It was reported that during the surgery the customer used the anchor with only 2 threads instead of 4. (Footprint anchors are designed to insert 4 suture threads inside the hole of the anchor: 2 threads go and 2 threads return.) No backup device was available. No delay or patient injury reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting: an email was received from reporter stating that although there was no backup device, the procedure was finished successfully with the same device with no patient impact. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.